Event description:
This was originally reported on the (B)(6) report. Investigation findings approved on (B)(6) 2011 shows a circumferential tear. It was reported that during a percutaneous angioplasty procedure a balloon rupture occurred. The details of the lesion are unknown. The (B)(4) balloon ruptured. Number of inflations and to what atmospheres is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Device analysis shows a circumferential tear.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed a kink 12mm distal to the strain relief. The balloon was folded and wrapped around the shaft of the device. There were traces of blood present inside the balloon. Visual and microscopic examination of the balloon observed a partial circumferential tear in the balloon material 15mm proximal to the tip of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).